Event description:
The customer's wife reported that the customer is unable to read the screen on the insulin pump. The blood glucose reading was 107 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with missing segments due to cracked zebra connector at the lcd board. The device also was received with bleeding lcd glass, severely scratched lcd window, and cracked case and end cap.